Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact on the customer¿s blood glucose level. The customer contacted technical support, who assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was able to resume sensor sessions and insulin delivery successfully. Technical support advised the customer to call back if the malfunction code reappeared, and the customer understood these instructions.